Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with faded and stained serial number label. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the power error occurred within 4 hours of troubleshoot from the previous occurrence. The product was returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed power error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly. Device received with faded and stained serial number label. Device received with minor scratched display window, case and keypad overlay texture damaged.